Event description:
According to the reporter, intra-operatively, the device made an unusual crunching sound on the third reload. Upon removal, it was noted that the staple cartridge had some undeployed staples. No patient injury has been noted.